Event description:
At 3:46 p.m., the customer obtained blood glucose readings of 160 mg/dl and 112 mg/dl on a contour next ez meter and hospital's meter respectively. The customer usually takes 25 units of lantus and 10 to 20 units of novalog before meal based on the meter reading. The customer alleged that the reading on the contour next ez meter was inaccurate and so the customer went to the hospital. Prior to going to the hospital, the customer drank a glass of juice. During his time in hospital (approximately two weeks), he was kept under observation as a preventive measure even though he did not have any complications. The treatment consisted of cutting the lantus out of his daily medication. He received 9 units of novalog before every meal with no variation, since the hospital's meter reflected that his blood sugar levels were stable. The customer started having non-specified complications due to the lack of lantus and so the health care professional decided to normalize the lantus intake once again, after this customer felt fine. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected product. The returned contour next ez meter was tested with the returned contour next test strips from lot # 8epec03a, which gave satisfactory performance.